Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic broke upon insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Results: visual inspection of the returned product showed only a haptic and a small piece of the optic were received. There was evidence of a clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).